Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. The customer's blood glucose (bg) had been impacted (over 600 mg/dl). A bolus of insulin or insulin injections were used to address the bg level. A cause for the past events could not be identified. The customer indicated that the current cartridge was filled with 300 units of insulin and the fill estimate was inaccurate. Tandem technical support had the customer reload the same cartridge and the fill estimate was accurate. Reportedly, the customer had used cold insulin to fill the cartridge.